Event description:
In 2009, pt was status post code blue resuscitation and moved to scu. The following day, pt receiving neo drip via IV pump. IV pump stalled (for 1-2 minutes) due to equipment malfunction. Three lights on pump were beeping. IV pump was replaced. Pt became bradycardiac and went in to cardiopulmonary arrest again, resuscitation efforts unsuccessful. IV pump checked by biomed and no malfunction was found. Nurse education on use of pump. Determination was made that the death of this pt was not a direct result caused by equipment malfunction.